Event description:
During a 3rd molar extraction the handpiece got hot fairly quickly after approximately 10 seconds of use. The doctor could not hang on to the handpiece due to the heat. The doctor switched bur guards and the device still heated up. The doctor uses new burs with each procedure. There was no pt or user injury. Delay was minimal due to switching from one handpiece to another.